Manufacturer narrative:
This report is filed on june 24, 2019.

Manufacturer narrative:
This report is submitted on may 22, 2019.

Event description:
It was reported that the electrode array was incorrectly positioned outside of the cochlea, subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.